Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that there was poor communication and they couldn¿t get the recharger to connect with their implantable neurostimulator (ins) to charge. The patient clarified that they were getting the ¿poor communication¿ screen on the programmer. The patient stated that they last charged their ins about three weeks prior to the date of this report and that their ins battery had been dead since then, although the patient first noticed the communication issue on (B)(6) 2019. The patient currently was not feeling stimulation. It was also reported that the antenna cord was damaged, as it was pretty worn out and the rubber part of the cord was torn at the connection site. The patient stated that there was no damage to the wires and that the issue first started about two years ago. The repair department was contacted and a replacement antenna was requested. It was further reported on (B)(6) 2019 that the patient was referred to a pain specialist due to the ins malfunctioning. The repair department was contacted and a replacement antenna was requested. No further complications were reported or anticipated. Indications for use are spinal pain and radicular pain syndrome (radiculopathies).